Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
A vyaire field service representative was able to repair and return the device to service specifications. The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported complaint was confirmed through the events log and not duplicated during functional check. No further investigation required.